Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-apr-2021. The most recent information was received on 07-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain in the area of the implants') and haemorrhagic cyst ('huge cyst / cystic mass with haemorrhagic content') in a female patient who had essure (batch no. 925787) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), toothache ("dental pain / unexplained dental pain"), tendon pain ("difficulty walking due to pain in the achilles tendons"), menorrhagia ("heavy menstrual bleeding / heavy menstrual periods"), skin disorder ("skin problems / hand lesion resistant to treatment") and scar ("unattractive abdominal scar"). On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced haemorrhagic cyst (seriousness criterion medically significant) and hydrosalpinx ("left hydrosalpinx"). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy and resection of douglas pouch). In 2020, the pelvic pain, abdominal pain, alopecia, toothache, tendon pain, menorrhagia, skin disorder and scar had resolved. At the time of the report, the haemorrhagic cyst and hydrosalpinx had resolved. The reporter considered abdominal pain, alopecia, haemorrhagic cyst, hydrosalpinx, menorrhagia, pelvic pain, scar, skin disorder, tendon pain and toothache to be related to essure. The reporter commented: that the essure was placed under general anaesthesia, the essure inserted on the right and on the left, without difficulty with two turns of the coil on the right and three turns on the left. Extract from the operation report dated (B)(6) 2020: lesions observed: this is a cystic mass with haemorrhagic content. Some adhesions to the omentum. The mass is displacing the transverse colon and the stomach. No other intraabdominal lesions. The development of this mass is affecting the left fallopian tube, and the mass is adhering to the douglas pouch, and to the anterior and left lateral surfaces of the rectum. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: right and left essure in position 3, right fundal type 7 fibroid measuring 20 mm, myomatous uterus, right ovary showing a small dermoid cyst measuring 6 mm and a follicle, left ovary showing a functional cyst in the process of collapse, left hydrosalpinx. Lot number: 925787 manufacturing date: 2011/11 expiration date: 2014/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 01-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain in the area of the implants') and haemorrhagic cyst ('huge cyst / cystic mass with haemorrhagic content') in a female patient who had essure (batch no. 925787) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), toothache ("dental pain / unexplained dental pain"), tendon pain ("difficulty walking due to pain in the achilles tendons"), menorrhagia ("heavy menstrual bleeding / heavy menstrual periods"), skin disorder ("skin problems / hand lesion resistant to treatment") and scar ("unattractive abdominal scar"). On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced haemorrhagic cyst (seriousness criteria medically significant and intervention required) and hydrosalpinx ("left hydrosalpinx"). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy and resection of douglas pouch). In 2020, the pelvic pain, abdominal pain, alopecia, toothache, tendon pain, menorrhagia, skin disorder and scar had resolved. At the time of the report, the haemorrhagic cyst and hydrosalpinx had resolved. The reporter considered abdominal pain, alopecia, haemorrhagic cyst, hydrosalpinx, menorrhagia, pelvic pain, scar, skin disorder, tendon pain and toothache to be related to essure. The reporter commented: that the essure was placed under general anaesthesia, the essure inserted on the right and on the left, without difficulty with two turns of the coil on the right and three turns on the left. Extract from the operation report dated (B)(6) 2020: lesions observed: this is a cystic mass with haemorrhagic content. Some adhesions to the omentum. The mass is displacing the transverse colon and the stomach. No other intraabdominal lesions. The development of this mass is affecting the left fallopian tube, and the mass is adhering to the douglas pouch, and to the anterior and left lateral surfaces of the rectum. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: right and left essure in position 3, right fundal type 7 fibroid measuring 20 mm, myomatous uterus, right ovary showing a small dermoid cyst measuring 6 mm and a follicle, left ovary showing a functional cyst in the process of collapse, left hydrosalpinx. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.